Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A non-qualified cartridge was indicted with a qualified handpiece. It is unknown if a qualified viscoelastic was used. The company lens model is not qualified for use with the company cartridge. The qualified cartridge is indicated on the lens case and carton labels. The root cause for the reported issue may be related to a failure to follow the instruction for use (IFU). The company lens model is not qualified for use with the company cartridge. The qualified cartridge is indicated on the lens case and carton labels. It is unknow if a ualified viscoelastic was used. The IFU instructs: company foldable inytra ocular len (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens that has a small defect noted after being inserted into the eye. They took the inserter out of rotation and flagged it. The lens was explanted in the initial procedure and patient did well without any complications. Additional information has been requested.